Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a foreign material that came out of the port of a cartridge as the lens was being loaded. The surgery was performed and completed without product replacement. The customer said the foreign material "was not anything which was usually available in the operating room".

Manufacturer narrative:
Product evaluation: a dvd was provided. The cartridge preparation is not shown. The cartridge is brought into view being held by a gloved hand. No foreign material is visible at this point. A lens (from another manufacturer) is held in forceps and inserted into the loading area. As the lens is inserted, a large foreign material is pushed into the cartridge in front of the lens. It appears the foreign material was in the viscoelastic at the loading area entrance and was moved into the cartridge as the lens was inserted. The large foreign material is white in appearance and clearly visible as the lens is advanced with the forceps. The large foreign material is delivered into the eye under the lens. The foreign material appears to be about 1/3 the size of the optic. The foreign material was removed from the eye with forceps. The foreign material was not returned for evaluation. The root cause cannot be determined for the origin of the reported foreign material. The foreign material was not returned for evaluation. The returned dvd was reviewed and the reported foreign material was observed. Although the material was clearly visible, the lens implant was continued and the material was delivered into the eye with the lens. The foreign material cannot be identified from the video. It is a very large white material, which appears flexible. The material has the appearance of being cut or broken along one edge. The foreign material was removed from the eye with forceps. A product qe indicated the material does not resemble anything that would come from product manufacturing. The manufacturer internal reference number is: (B)(4).